Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the patient began to cough violently and appeared to experience mild respiratory difficulty while swallowing the capsule. The patient was transported to the ed where an x-ray showed the capsule in the right main-stem bronchus. The capsule was removed without difficulty via bronchoscopy. The patient remained stable throughout the duration and did not require additional intervention. The patient had no history of dysphagia or other known swallowing disorders. No other known adverse events were reported.